Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag console having a b1 alarm was confirmed and reproduced. A review of the downloaded centrimag console log file spanned approximately 11 days (28sep2024 ¿ 08oct2024 per time stamp). On 30sep2024 at 07:39:28, 03oct2024 at 11:17:28, 07oct2024 at 09:54:54, 08oct2024 at 08:54:36 and 09:16:25, the " battery module fail:b1" alarm activated shortly after the system would be started. The alarm was muted on the 02oct2024 occurrence. There were no other notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the service depot. The console was powered on and immediately after booting up a ¿battery module fail: b1¿ alarm activated confirming the reported issue. Power was cycled on the console and the alarm was still present. It was also observed that the console screen did not display any battery charge. The console was then connected to a test loop and run. During operation ac power was removed and immediately the console powered off and the pump stopped. The customer battery, serial (B)(6) with expiration of 17aug2027, was suspected to be the issue. A new battery was installed and allowed to charge. Once fully charged a battery maintenance test was performed and passed. The console was then functionally tested and passed all tests. The console was ready for use and returned to the customer. The original battery was forwarded to ppe for further analysis. Visual inspection of the returned battery revealed no anomalies. The battery was inserted in a test loop, and when ac power was disconnected the system shutdown and there was a pump stop. The battery was not able to support the system. The battery underwent battery maintenance and was able to pass. The test console was restarted, and the battery was able to support the pump for an extended period of time without issues. The root cause for the reported event was due to full battery depletion; however, a root cause for the depletion was not conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. M) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console displayed a b1 code. The unit was returned for repair.